Manufacturer narrative:
The reported device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, ¿during reduction of the loop in femur, when the lead suture loop was pulled, the suture at graft end broke and the loop came out through femur and graft came out through the portals.¿ visual inspection of the returned product shows the sutures are broken; therefore, a functional evaluation of the product could not be conducted. The complaint has been verified. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) incorrect tunnel preparation. (2) over tensioning of the suture while pulling the ultrabutton. Incorrect tunnel preparation or over tensioning the suture can result in damage to the device and device failure. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during reduction of the loop in femur, when the lead suture loop was pulled, the suture at graft end broke and the loop came out through femur and graft came out through the portals. Broken pieces were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
The reported ultrabutton adjustable fixation device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the suture broke. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: incorrect tunnel preparation. Or excessive force. Incorrect tunnel preparation or excessive force can result in damage to the device and device failure. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.